Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires on the ECG c and d cable. The root cause for the broken wires could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.